Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported issues with the insulin pump. Customers mother states that their may be fluid in the insulin pump. Customer's mother also states that the blood glucose readings are in their high 500 mg/dl. Nothing further reported.